Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # a9951d. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample indicated that the mcm20 device was received with a clip present in the jaws and showed no observable damage. Additionally, the opened packaging was returned together with the instrument. To replicate the reported incident, functional testing was performed. During testing, the device was actuated and successfully fed and formed the remaining twelve (12) clips as intended, with no anomalies observed. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. Device history review a manufacturing record evaluation was performed for the finished device batch a9951d number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2026 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a plastic surgical procedure in which a large flap was preserved, clips were placed on a blood vessel, but the clips dislodged. This caused bleeding with an immediate blood loss of 200 ml. A reusable clip applier from another supplier was opened, after which the clips remained in place and the procedure could be continued. The postoperative course was uncomplicated. The surgery was delayed by 15 minutes and completed successfully.